Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hip fracture. Concurrent conditions included obesity. In november 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia )"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and visual impairment ("vision/eye problems type: vision"). In 2009, the patient experienced weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), abdominal pain ("abdominal pain") and uterine pain ("uterus pain"). The patient was treated with tramadol and surgery (vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, migraine and vaginal discharge had resolved, the genital haemorrhage, female sexual dysfunction, dyspareunia, headache, visual impairment, weight increased, abdominal pain and uterine pain outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirmed via medical record: pelvic pain, heavy periods, weight gain, dysmenorrhea quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Event abnormal bleeding (vaginal, menorrhagia), apareunia,vaginal infection,dysmenorrhea ,dyspareunia,hair loss,migraines / headaches, vaginal discharge, vision problems,weight gain added and events outcome,reporters,lab data,concurrent condition added. Medically confirmed case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Nine years after insertion essure was removed via vaginal hysterectomy and bilateral salpingo-oophorectomy. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure (ess205) for sterilization. In (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6)2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding"). Nine years after insertion essure was removed via vaginal hysterectomy and bilateral salpingo-oophorectomy. Pelvic pain and genital haemorrhage are assessed as serious due to their medical significance and they are anticipated according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes as well as abdominal, pelvic and uncharacterized pain may occur. Considering the compatible temporal relationship and the events' nature, causality of pelvic pain and genital haemorrhage with essure cannot be excluded (related). This case was regarded as incident since device removal was required (intervention required). A product technical analysis is being sought. Further information will be obtained through the litigation process.